Event description:
It was reported that approximately 90 minutes into a da vinci-assisted lower anterior resection (lar) and endometriosis resection procedure, the patient went into cardiac arrest while the surgeon was dividing adhesions. The procedure was aborted, and CPR and resuscitation were required as life-saving medical interventions. The patient was taken to the intensive therapy unit (itu) for further care, and, per the surgeon, she is currently recovering, with no sequelae nor any post-operative complications. No tissue or blood vessels were damaged during the event. No cause for the cardiac arrest was found, and the surgeon was not sure what could have caused or contributed to the incident. Per the surgeon, the patient did not have any anatomical issues nor any pre-existing conditions that could have contributed to the event or to the conversion, including any cardiac conditions. There were no da vinci system or device malfunctions prior to the event/conversion, and the surgeon did not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The procedure was aborted, with a report of injury.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. There is no claim that a malfunction of a da vinci product occurred, and there is no indication that the da vinci device directly caused the patient's cardiac arrest. A follow-up MDR will be submitted if additional information is obtained. A review of the site¿s system logs revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar and endometriosis resection procedure, the patient went into cardiac arrest. The procedure was aborted, and CPR and resuscitation were performed. The patient was taken to the itu for further care.